Event description:
Caller reported compact plus blood glucose results of lo, which on the system indicates a result of less than 0.6 mmol/l, lo, and 5.8 mmol/l within 10 minutes. No adverse event was reported relative to discrepancy. Strips not available for return.

Manufacturer narrative:
The event occurred in (B)(6). Strips not available for return.